Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Provider states the end user alleges he has a bruise and abrasions on the left leg between the knee and the foot. End user alleges going out the screen door in the apartment sitting in the chair and gave the joystick a forward command and the chair was moving forward and took off, the end user alleges could not stop the chair, end user alleges was not touching the chin switch. End user alleges ran into a wall, and hit the left leg under the knee and the drywall was peeled back on the wall about three inches. End user alleges will try and see the doctor today. Provider states the chair will go into a standby mode every 2 minutes, the sleep mode is set and will only go off when chair is turned off and on again, end user alleges this happens 3 or 4 times a day. Provider states the joystick is the only drive command for driving the chair. Provider states may be some damage to the legrest.

Manufacturer narrative:
The expanded evaluation stated that there was a foreign substance on the inductive knob, the screws, and that joystick bezel. The pcb has an exposed trace possibly caused by the ferrite bead. The blue and brown wires are nicked at the bend below the ferrite bed. The joystick functions and drives normally.

Event description:
Provider states the end user alleges he has a bruise and abrasions on the left leg between the knee and the foot. End user alleges going out the screen door in the apartment sitting in the chair and gave the joystick a forward command and the chair was moving forward and took off, the end user alleges could not stop the chair, end user alleges was not touching the chin switch. End user alleges ran into a wall, and hit the left leg under the knee and the drywall was peeled back on the wall about three inches. End user alleges will try and see the doctor today. Provider states the chair will go into a standby mode every 2 minutes, the sleep mode is set and will only go off when chair is turned off and on again, end user alleges this happens 3 or 4 times a day. Provider states the joystick is the only drive command for driving the chair. Provider states may be some damage to the legrest.